Event description:
After MRI scanning hardware failure 11 occured. Patient has a drug under dose. The pump is still implanted and the problem will solve today with the technician key. (B)(4).

Manufacturer narrative:
(B)(4).